Event description:
It was reported that the patient's battery depleted 14 months after implant. Telemetry couldn not be obtained. The stimulation had been continuous in single stimulation mode. The implantable neurostimulator was replaced.